Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient fell and sustained head trauma on (B)(6) 2025, after which the patient stopped responding to sound. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced swelling at the implant site after sustaining trauma to the cochlear implant side of the head. Subsequently, the patient was hospitalized for an overnight stay and IV antibiotics was administered as prophylaxis. Troubleshooting at the clinic did not resolve the issue and testing with custom sound showed open circuit were noted on all electrodes. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.